Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an asterisk (*) and a short sample message for all samples generated on the cell-dyn sapphire analyzer. The hbg cup and rbc cup did not drain and reported the wash cup (wc) #4 and wc #3 was full. The customer reported two users were sprayed in the face with liquid from the left flow panel while observing. The customer mentioned the users did not take any actions after being sprayed in the face with the liquid. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and manufacturing documentation review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of complaint and trending data for the cell-dyn sapphire analyzer did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the tubing, silicon, .062 inch ID x .094 inch od, (s2) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the cell-dyn sapphire analyzer for serial number (B)(6) was identified.

Event description:
The customer observed an asterisk (*) and a short sample message for all samples generated on the cell-dyn sapphire analyzer. The hbg cup and rbc cup did not drain and reported the wash cup (wc) #4 and wc #3 was full. The customer reported two users were sprayed in the face with liquid from the left flow panel while observing. The customer mentioned the users did not take any actions after being sprayed in the face with the liquid.no impact to patient management or impact to user safety was reported.